Event description:
The consumer alleges, the joystick turned off by itself and left him stranded in the middle of the street in traffic. This is a new chair and the consumer alleges, the joystick has shut off at least 4 other times. No injury is alleged.

Event description:
The consumer alleges the joystick turned off by itself and left him stranded in the middle of the street in traffic. This is a new chair and the consumer alleges the joystick has shut off at least 4 other times. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. The consumer alleges the joystick turned off by itself and left the consumer stranded in the middle of the street in traffic. This chair is new to the consumer and is approximately 2 months old. In addition, the consumer alleges the joystick has shut off at least 4 other times in those 2 months. The consumer is a (B)(6) male. It is unknown if the consumer is transitioning from a manual wheel chair to a power wheel chair where the joystick is new to the consumer. It is unknown if the consumer is fully trained on using the joystick with this power wheelchair. The consumers medical condition and stability for using the device are unknown. The consumers medication regimen is unknown. It is unknown if the joystick was an issue on an incline or decline. It is unknown is the correct arm rest adjustments for accessing the joystick were made by the distributor at the time the consumer took possession of the wheelchair. Battery usage and recharging are unknown. Owners manual (B)(4) pg 56 states: the range per battery charge using recommended batteries should be approximately 5 to 9 hours of typical operation. Extensive use on inclines may substantially reduce per charge mileage. The condition of the rubber boot around the joystick is unknown. Separation of the rubber boot may cause fluids like beverages or rain to ingress into the joystick effecting performance. MDR filed. (B)(4).

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. The consumer alleges, the joystick turned off by itself and left the consumer stranded in the middle of the street in traffic. This chair is new to the consumer and is approximately 2 months old. In addition, the consumer alleges, the joystick has shut off at least 4 other times in those 2 months. The consumer is a (B)(6) year old male. It is unknown if the consumer is transitioning from a manual wheel chair to a power wheel chair where the joystick is new to the consumer. It is unknown if the consumer is fully trained on using the joystick with this power wheelchair. The consumer's medical condition and stability for using the device are unknown. The consumer's medication regimen is unknown. It is unknown if the joystick was an issue on an incline or decline. It is unknown is the correct arm rest adjustments for accessing the joystick were made by the distributor at the time the consumer took possession of the wheelchair. Battery usage and recharging are unknown. Owners manual pn 1143190 pg 56 states: the range per battery charge using recommended batteries should be approximately 5 to 9 hours of typical operation. Extensive use on inclines may substantially reduce per charge mileage. The condition of the rubber boot around the joystick is unknown. Separation of the rubber boot may cause fluids like beverages or rain to ingress into the joystick effecting performance. MDR filed.

Manufacturer narrative:
(B)(4) - initial pr #(B)(4) issued mfg report #1525712-2011-00303. Device component, joystick, model #1164361, serial # (B)(4), joystick extension cable, part #1133180 and controller, model #1136898 rev g, serial #(B)(4) were returned for an evaluation. A foreign substance was on both the female portion of the lego block and the joystick's charger/programmer port. A foreign substance inside the joystick (e.g. Liquid or other conductive material) could cause unpredictable commands from the joystick. This condition might be resolved by the drying out of the components over time. Manufacturer views this incident as abuse. Operator's guide has instructions on the proper and safe use of the product. Functionally the controller, joystick and cable worked with no discrepancies found. No serious injury alleged. Malfunction alleged. The consumer alleges the joystick turned off by itself and left the consumer stranded in the middle of the street in traffic. This chair is new to the consumer and is approximately 2 months old. In addition, the consumer alleges the joystick has shut off at least 4 other times in those 2 months. The consumer is a (B)(6) male. It is unknown if the consumer is transitioning from a manual wheel chair to a power wheel chair where the joystick is new to the consumer. It is unknown if the consumer is fully trained on using the joystick with this power wheelchair. The consumer's medical condition and stability for using the device are unknown. The consumer's medication regimen is unknown. It is unknown if the joystick was an issue on an incline or decline. It is unknown is the correct arm rest adjustments for accessing the joystick were made by the distributor at the time the consumer took possession of the wheelchair. Battery usage and recharging are unknown. Owners manual pn (B)(4) pg 56 states: the range per battery charge using recommended batteries should be approximately 5 to 9 hours of typical operation. Extensive use on inclines may substantially reduce per charge mileage. The condition of the rubber boot around the joystick is unknown. Separation of the rubber boot may cause fluids like beverages or rain to ingress into the joystick effecting performance.

Event description:
The consumer alleges the joystick turned off by itself and left him stranded in the middle of the street in traffic. This is a new chair and the consumer alleges the joystick has shut off at least 4 other times. No injury is alleged.